Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving hydromorphone for a total dose of 4.090 mg/day. On (B)(6) 2019 the patient reported having unusual breakthrough pain. The pain was lasting longer than usual. The patient was scheduled for a catheter dye study for elective replacement indicator (eri) on (B)(6) 2019. On (B)(6) 2019, a catheter dye study was performed and they were unable to aspirate the catheter due to being at least partially occluded. It was noted they will replace the catheter along with the pump. On (B)(6) 2019, the pump and catheter were explanted/replaced. The device diagnosis was catheter occlusion. The outcome of the event resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies. The catheter (8711) was returned, and analysis found the catheter body to be broken. The catheter (8578) was returned, and analysis found coring-tears-cuts- in seal of the sc connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 11-jul-2008, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 10.0 mg/ml dilaudid at 0.499 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient had increased pain. There were no environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was performed and a surgery was planned to replace the catheter. At the surgery, it was found that the catheter was fractured off at the spine. The catheter was replaced and the pump was replaced for elective replacement indicator. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.